Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. The helix extension length was measured within specification. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient's right atrial (ra) lead had dislodged. The ra lead was explanted and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.